Event description:
Related manufacturer report number: 2017865-2023-42406 it was reported that failure to capture and high pacing impedance was observed on the right ventricular lead. Additionally, far field p-wave oversensing, inappropriate mode switching, and pacemaker mediated tachycardia was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.